Event description:
It was reported that the locking mechanism of the transfer set was broken. This occurred during patient use for peritoneal dialysis therapy. The transfer set was in use for two weeks prior to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample that was returned was found to be damaged (broken occluder feet) during visual inspection. The sample passed all functional tests performed, except the underwater pressure leak and clamp function tests where a leak was noted through the broken occluder feet. Therefore, the reported problem of broken locking mechanism was verified. The assignable cause code was determined to be use error, misuse of solvents or cleaning agents used to sanitize the transfer set. The direction sheet for the product r5c4482e provides the following warning: ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient used an alcohol-containing antiseptic to handle the transfer set at home. Should additional relevant information become available, a supplemental report will be submitted.